Manufacturer narrative:
Investigation completed 09/25/2017. Device history record reviewed for product ID a2079, serial # (B)(4) manufactured on 20-jul-2017 with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device. A two year look back from 07/10/2015 to 07/10/2017 for this reported failure and or related to "broke " or "broken" for product family (a2002) shows no new design or manufacturing trend. This complaint was confirmed; the standard stud (B)(4) was sheared into two pieces, leaving the upper portion in the a2114 skull clamp (B)(4). The portion of the threaded stub was removed from the skull clamp and the leading end is missing the corner of the threaded shaft. The most likely cause is the assembly was dropped onto the threaded shaft, prior to the use, which caused a fracture that did not occur until the knob was placed under a load. Once the load was applied the material fractured due to the stress load and previous cracking.

Manufacturer narrative:
Additional information received from the customer on 20jul2017 the product problem occurred half way through the posterior fusion, laminectomies cervical 3 - 7 operation on a (B)(6) year old female patient on (B)(6) 2017. The surgeon was operating as per usual, using a kerrison rongeur on the cervical spine when a loud snap was heard. Upon looking under the surgical drapes, it was clear that the clamp had broken away from the stabilizing apparatus. The threaded pin was found to be the source of the issue. This issue occurred approximately half way through the operation. The decompression had nearly been completed. There was no patient injury. The mayfield frame and stabilizing apparatus were completely replaced with a metal frame. There was a 45 minute delay in surgery. There was no known patient adverse consequence as a result of the surgical delay. Sus voluntary event report mw5070906 received on 25jul2017: product ID a2004. Event date: (B)(6) 2017. The skull clamp/headrest locking knob broke causing to move during procedure. The three skull clamp pins were undisturbed and still in the patient's skull. The pa supported the patient's head until the surgeon was finished packing and covering the incision and able to come to the head of the bed. A new mayfield frame was obtained and applied so surgery could continue.

Event description:
Surgeon had the patient prone for a cervical decompression using the radiolucent mayfield skull clamp (a2004) with the xr2 base unit. In the middle of the procedure, the system collapsed. After removing the drape, it was determined the center screw that goes through the skull clamp to hold it to the base unit snapped in two. Patient injury was reported. Revision/medical intervention was required. There was a delay in surgery due to product problem. Additional information has been requested.